Event description:
It was reported that while using the bd facslyric¿ that there was a leak. The following information was provided by the initial reporter: what was the fluid that leaked? (Biohazard/non biohazard) biohazard. Did biohazard leak before or after waste line? Before. Was the customer/bd personnel physically contract with the fluid? No. A user reported that the needle drips during sitflush.

Manufacturer narrative:
Bdb has monitored its MDR reporting, and after review, has determined through valid data that: (1) the relevant malfunctions have not caused or contributed to further deaths or serious injuries for two years, and (2) the likelihood of another death or serious injury as a result of the relevant malfunctions is remote. Accordingly, bdb has amended its MDR reporting guidelines to discontinue further presumptive reporting of malfunctions associated with liquid leakage and splash complaints. MFR. # 2916837-2023-00049 was filed under previous guidance and is now corrected to be a non-reportable event. Ii. The aforementioned amendment to the bdb MDR reporting guidelines was based on the following rationale: to evaluate the impact of this proposed change, an assessment of the complaint and adverse event reporting history was performed for malfunctions associated with serious injuries or deaths related to liquid leakage and splash events. The assessment confirms there have been no reports of serious injury or death related to liquid leakage or splash events for the last two years (sep. 2020 thru nov. 2022). Iii. We also note that the likelihood of another death or serious injury as a result of the relevant malfunctions is remote. Specifically, a liquid leakage or splash of a chemical or potentially biohazardous fluid would be readily apparent to the user and is unlikely to come in contact with eyes, mouth, other mucous membrane, and non-intact skin, or cause parenteral contact with blood or other potentially infectious materials. Users are also instructed to follow universal precautions including wearing ppe per the products user documentation, and the requirements in the osha bloodborne pathogen guideline. As such, the risk of serious injury or death occurring related to malfunctions causing liquid leakage or splash events would be improbable.

Event description:
It was reported that while using the bd facslyric¿ that there was a leak. The following information was provided by the initial reporter: what was the fluid that leaked? (Biohazard / non biohazard) - biohazard did biohazard leak before or after waste line? - before was the customer/bd personnel physically contract with the fluid? ¿ no a user reported that the needle drips during sitflush.

Manufacturer narrative:
The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone number: (B)(6).